Manufacturer narrative:
(B)(4). S/w 4.10c. Retainer ring = clear. On nov 29, 2021 the customer passed away. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0874 inches. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at the battery tube side, cracked case at corner of the belt clip rail, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump was received with a depleted energizer alkaline battery installed. Please see below for the customer's daily total of all insulin delivered surrounding the event date (B)(6) 2021 listed on smartsolve and the days prior to the event date. (B)(6) 2021 dailytotalofallinsulindelivered = 0. (B)(6) 2021 dailytotalofallinsulindelivered = 0 .(B)(6) 2021 dailytotalofallinsulindelivered = 0 .(B)(6) 2021 dailytotalofallinsulindelivered = 0 (B)(6) 2021 dailytotalofallinsulindelivered = 0. (B)(6) 2021 dailytotalofallinsulindelivered = 0 .(B)(6) 2021 dailytotalofallinsulindelivered = 0. The pump passed the functional testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the customer had passed away on (B)(6) 2021 at hospital. The customer was hospitalized on an (B)(6) 2021 due to congestive heart failure and hard of breathing. The cause of death was multiple maladies of old age and congestive heart failure. The customer blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The customer was not using sensor. The insulin pump was returned for the analysis. The case was reported on the basis of failure analysis.